Event description:
It was reported that during an arthroscopic knee procedure using the ambient super multivac 50 ifs, the tip of the wand broke off while in the surgical site. The surgeon was able to retrieve the tip with graspers and is confident that no debris was left inside the pt. The procedure was completed successfully with a backup wand. There was no significant delay or pt complications reported as a result of this event.